Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate, the touch screen was unresponsive and that out of range issues occurred between the transmitter and pump. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.